Event description:
The facility reports the hoist had been changed from the stretcher to the four-point jib. When first used, the jib detached from the boom causing the patient to drop back onto the bed from a very small height. No injuries occurred.